Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, peri-implantitis, inflammation, mobility. Early post-op inflammation #29 implant was placed the same day and is healing great. # 30 had failed.